Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had alarmed frequently for no delivery. The blood glucose reading was 551 mg/dl. The customer treated with manual injections. The customer reported that the alarm did not occur during the manual prime, but during a bolus, and that the alarm had been resolved with a complete set change. The customer was unable to troubleshoot for the issue. The customer was advised to call back when the alarm was occurring again to troubleshoot.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies and none were found. Ran occlusion testing and no occlusions were found.